Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that small portions of what appears to be native aortic tissue were returned with the valve. All leaflets appeared to have been in the closed position prior to explant. All leaflets were flexible except in the areas of visible calcification. Extensive tissue deterioration associated with calcification was present on all leaflets. Multiple holes were noted on the aortic wall adjacent to the right cusp. A sectional cut along the non-coronary cusp appeared to have occurred during the explant process. Extensive calcification was observed on all commissural attachments. Calcification nodules were observed on the interior of the aortic wall and left coronary button. Radiography revealed extensive calcification throughout the valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to insufficiency. Calcification would be one of the common causes for these mechanisms, which was confirmed with the returned device. Calcification is an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned, and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 7 months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was reported as leaflet tears observed on transesophageal echocardiogram (tee), leading to aortic insufficiency. It was also reported that the patient was symptomatic with shortness of breath and in heart failure. No additional adverse patient effects were reported.